Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and stripped battery cap coin slot(p). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to remove the insulin pump's battery cap. The customer also reported that they were hospitalized on (B)(6)2017 due to diabetic ketoacidosis. The customer's blood glucose level during the incident was over 600 mg/dl. The customer had not been wearing the insulin pump for several hours. They were released on (B)(6) 2017. The customer's current blood glucose level was 429 mg/dl. Troubleshooting was performed for the battery cap and they were unable to remove it. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.